Event description:
Paramedics attempted to administer external pacing to a patient described as in full cardiac arrest (no other patient details reported). The device reportedly displayed a connect cable warning message and use of the device was inhibited. A backup device was made available and used to continue treatment of the patient. The patient's outcoume was not reported.